Event description:
Thumb of glove tore during ptca/stent placement blood work (hepatitis and hiv profile) was drawn on the pt. No antibiotics were given to the pt. Physician did not initiate protocol for himself.